Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The technical support team provided information and assistance on how to reset the pump, although the caller was unable to perform the reset at that time its was later confirmed after reset malfunction code did not reoccur. Customer may continue to use the pump.